Manufacturer narrative:
The complaint was forwarded to the manufacturing site, vygon germany, for evaluation. The following is a summary of their investigation: we received one catheter as a sample which snapped approximated 1cm distal the junction of the catheter and the extension line, within the 20cm marking. The catheter was fixed with steri strips and an adhesive film in a loop starting at 15cm. Residues of the adhesive were visible at the breakage area of the proximal catheter as well. Microscopic examination of the breakage area showed the typical rough surface for a tensile breakage. From previous complaints we know the different causes of tensile fracture: dressing placement/change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Additionally, steri-strips can cause damage to the catheter material. Routine care- when lifting the baby to change the bedding, movement, the baby themselves catching the line (normally with a foot during movement). Disinfectants - if they are not completely dry before the catheter is placed, alcohol or organic solvents can damage the catheter material. Since there is no batch number available, it is not possible to review the batch history records. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the fifth complaint regarding a snapped catheter tube on code 4g07123106 within the last three years. No further corrective action will be initiated by quality management at this time as a manufacturing fault cannot be concluded. As the catheter had worked well for seven days, we do not believe this was a manufacturing fault. Vygon will continue to monitor for this issue.

Event description:
The catheter line broke 1.5 cm from the hub, patient not affected.

Manufacturer narrative:
The failed sample has been returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
The catheter line broke 1.5 cm from the hub, patient not affected.